Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) measured several high out of range pacing impedances and intermittent high thresholds. All other lead measurements are stable and within normal limits. There was no evidence of oversensed noise in stored episodes. The patient is not pacemaker dependent. No adverse patient effects were reported. As of today the device remains in service and the patient will be monitored.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.